Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. Populated as (B)(6) to ensure successful electronic submission of MDR. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported: ¿freestyle libre 14 day continous glucose monitoring. This was my third sensor that I have tried to use. After applying the sensor, which is supposed to last 14 days. Around the day the monitor lifted off my arm and underneath was a terrible blister or rash. I contacted the company to see if they have changed the adhesive from the 10 day cgm that I had previously been using with no problem. I am now left with 3 looking marks on my arm from the inferior adhesive that is used for their product. No one is admitting to a change of chemicals used and they will not give me a list of the products so as to try to determine what my allergy may be.¿ there was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.